Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 56.5cm was returned for analysis. External insulation abrasion was noted at 40.3-40.6 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion between the shock coils was noted at 9.5-10.4 from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.